Manufacturer narrative:
Date sent: 12/05/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during hepatectomy procedure, the blade was broken off. Although, an error code occurred several times during use, the device was used until the blade was broken off outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.